Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer declined tandem technical support's assistance with reloading the cartridge and continued to use pump for insulin therapy. Customer¿s blood glucose level was 200 mg/dl.